Event description:
It was reported that the stopper in the bd micro-fine¿ insulin syringe needle was misaligned, as were the scale markings. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: for 5 years I have been using the syringes of db u100. In the beginning of 2018 there was a wrong batch in between. Now that's the case again. I opened 2 of the 5 boxes and 1 out of 20 is reasonably usable. There is sometimes a difference of almost 1 eh. Of course it makes no sense to put half units on them if the starting line already starts wrong. With a lot of syringes the rubber is also crooked.

Manufacturer narrative:
Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of loose 0.3ml bd insulin syringes were provided. The customer reported that the starting line of the syringes already starts wrong, and that the rubber is also crooked. The photos were examined, and it was observed that four syringes were lined up next to each other to compare the scale markings. It could not be determined if the position of the scale markings were within specification from the photos alone. Furthermore, none of these syringes exhibited a crooked or disfigured stopper. The alleged issues could not be confirmed. A review of the device history record was completed for batch # 9266924 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200860231] noted for missing print.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stopper in the bd micro-fine¿ insulin syringe needle was misaligned, as were the scale markings. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: for 5 years I have been using the syringes of db u100. In the beginning of 2018 there was a wrong batch in between. Now that's the case again. I opened 2 of the 5 boxes and 1 out of 20 is reasonably usable. There is sometimes a difference of almost 1 eh. Of course it makes no sense to put half units on them if the starting line already starts wrong. With a lot of syringes the rubber is also crooked.